Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3: patient sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e2: health professional: requested, unknown e3: occupation: requested, unknown a review of the device history record of the product code/lot # combination was conducted with no findings. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device did not click into place sufficiently and disengages when inserted into the patient. Compressed puncture site for about twenty (20) minutes. Patient condition was not harmed.

Manufacturer narrative:
This report is being sent as follow-up no.1 to update section d9, section h3 and to provide the completed the completed investigation results. The actual device is no longer available for returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for a sheath and locator connection issue. Without a sample, the exact root cause cannot be determined. The likely root cause may be related to corrective and preventative action (CAPA) investigations. CAPA investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Non-conformances reports (ncr) and capas have been noted for this issue in the past 12 months.